Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer's blood glucose was 300-399 mg/dl. Customer administered a manual injection to address bg. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.